Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with the complaint to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the grip hub. The broken cable caused the instrument not open or close properly. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the prograsp forceps was observed to have frayed cable. It was unknown if there were any fragments falling inside the patient's anatomy. No known impact or patient consequence was reported.